Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 463 mg/dl. Customer was treated with insulin pump. Customer¿s blood glucose at time of incident was 273 mg/dl. Customer declined troubleshooting for high blood glucose. Customer stated that sensor had loss of communication and insulin pump was showing alert for cannot find sensor signal. Insulin pump will not be returned for analysis.